Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the computer was replaced. A system checkout was performed and the system is working as intended. The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer booted normally to the application screen. The ent and digital intercommunication of medicine (dicom) programs start and run normally. No "no input detected" messages were observed. No errors were found. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the site exited the software on the system it went into a no input state and did not recover. The system was rebooted and the reboot did not resolve the issue. Technical services recommended the site attempt to reseat the cables into the back of the monitor. After doing that the site attempted to reboot the system again, but the no input detected message was still there. No patient was present at the time of the event.